Event description:
It was reported by a customer on (B)(6) 2011 during the beginning of the procedure error message codes 830, 302.5 occurred on the laser system. Per the customer, error message codes 830, 302.5 could not be cleared. The procedure was cancelled.